Manufacturer narrative:
E1: initial reporter facility name. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.